Manufacturer narrative:
The pump was returned for investigation. Data log was not provided and could not be retrieved from the remote server. No physical abnormalities were reported on the returned pump. The pump passed the laser continuity test for the optical sensor, and all the 5s optical parameters were within specification during optical bench testing. The pump was run as per the specifications in a bucket of water. The pump also passed the water bucket test and the pressure test on the optical sensor. The pump was sent for hemolysis testing, and the results passed with a value of 3.61 mih. The cause of the hemolysis issue was not determined without data log review. The cause of the optical signal issue was not determined without data log review. The cause of the positioning issue was not determined due to insufficient clinical information. H6 type of investigation codes 4112 and 4110 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28199-1. H6 investigation findings 3221 was erroneously entered on the manufacturer device report number 1220648-2025-28199-1. H1 inadvertently did not selected device evaluation on manufacturer device report number 1220648-2025-28199-1.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis." "Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis." Section: suction: "suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure."

Event description:
The user facility reported a patient with an impella cp pump placed via single access was sent from the community to tertiary center for care escalation. The impella cp was explanted after a day and escalated to a impella 5.5 pump due to hemolysis (urine production reduced) and alarm for "in aorta". There was no harm or injury from the removal and escalation. The patient survived the procedure.

Manufacturer narrative:
The pump was returned for investigation. Data log was not provided and could not be retrieved from the remote server. No physical abnormalities were reported on the returned pump. The pump passed the laser continuity test for the optical sensor, and all the 5s optical parameters were within specification during optical bench testing. The pump was run as per the specifications in a bucket of water. The pump also passed the water bucket test and the pressure test on the optical sensor. The pump was sent for hemolysis testing, and the results passed with a value of 3.61 mih. The cause of the hemolysis issue was not determined without data log review. The cause of the optical signal issue was not determined without data log review. The cause of the positioning issue was not determined due to insufficient clinical information.

Manufacturer narrative:
H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28199 d10 concomitant medical products and therapy dates updated.